Manufacturer narrative:
The probe was returned and it was noted that the tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument that was used outside of procedure. It was reported that the pedicle probe instrument is damaged. No patient involved.